Event description:
It was reported that during a laparoscopic gastric bypass, the device delivered an incomplete staple line. There was a gastrotomy along the cut line where the staples did not form. Laparoscopic sutures were used to repair the pouch and remnant stomach. The pouch was tested intraoperatively upon completion with methalyne blue and showed no sign of a leak. The procedure was extended by approximately thirty minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.